Event description:
It was reported that the lead exhibited low impedance. Fluoroscopy revealed that the suture was tied directly on the lead, causing an insulation tear. This was believed to be what caused the low impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.